Event description:
It was reported that, this right ventricular (rv) lead was an attempt implant due to trending rv impedance increasing. The rv lead was partially explanted as the rv lead broke during removal, and portion remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: removed code life threatening in h6 field.

Event description:
It was reported that, this right ventricular (rv) lead was an attempt implant due to trending rv impedance increasing. The rv lead was partially explanted as the rv lead broke during removal, and portion remains implanted. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to unintended use error caused or contributed to event.

Event description:
It was reported that, this right ventricular (rv) lead was an attempt implant due to trending rv impedance increasing. The rv lead was partially explanted as the rv lead broke during removal, and portion remains implanted. No additional adverse patient effects were reported.